Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 178) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: a review of the black box showed call service 064 alarms in the alarm history on the date of the issue. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. (B)(4).